Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, it is likely that the malfunction was caused by the immersion of the device, leading to printed circuit board failure and patient board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of squiggly line was confirmed. Device evaluation found that connecting an olympus gif-q260j series scope, the image was noisy which was due to immersed device resulting in defective printed circuit board (pcb). The pcb was replaced, and the issue subsequently resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center was inspected before use and the screen turned white. The issue was found during preparation for use, and the diagnostic procedure (gastrointestinal endoscopy) was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm.